Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the provided transaction logs of the pump (B)(4), from (B)(6) 2016, were analysed. This analysis confirms all the steps performed during the technical support: a pump interrogation on (B)(6) 2016 at 16h49, immediately after the 20ml pump refill, indicated a fls measurement of 11.46 ml instead of the expected 20 ml injected by the customer, corresponding to a volume difference of 8.5ml between the injected value and the fls measurement. After this, the pump was emptied and 5 ml of nacl 0.9% were injected into the reservoir ((B)(6) at 17h33). The fls indicated 4.2 ml which is within the specifications. The pump reservoir was then emptied and refilled with 20ml of baclofen. The corresponding fls measurement indicated 18.87ml, which corresponds to the expected value. The device history record of product code 91-4200us, lot cmhc3m ; serial number (B)(4) was reviewed and confirmed that the product was conformed to the specifications when released on july 11th, 2012. The problem reported by the customer was confirmed based on onsite technical support information and the transaction logs provided: approx. 8.5ml of drug were missing in the pump reservoir immediately after a 20ml refill. As the pump remains implanted, the final root cause of the observed event could not be determined. It could be explained by: a pocket refill: the needle was not fully inserted in the refill septum during the refill, leading to a part of the drug accidentally injected into the subcutaneous tissue. A septum leak: a temporary leakage of the refill port septum. At this time this complaint is considered to be closed, should additional information be provided, or should the product be returned, this complaint will be reopened and the product or information will be evaluated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed. Device not available.

Event description:
The 8.5 ml of baclofen missing after refill according to medstream. Probable injection into subcutaneous tissue.